Event description:
It was reported that during preparation for a farapulse procedure to treat paroxysmal atrial fibrillation, a piece of small white tubing was found in the clear packaging of a farawave catheter, laying close to the where the catheter handle and shaft meet. The catheter was closely inspected and no sign of damage to the equipment or packaging was seen. The farawave catheter was prepared for use. At this point, the catheter experienced spline planarity issues. It was replaced for a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of foreign material and spline planarity issue. An image was reviewed by a boston scientific quality engineer. The picture confirmed a small piece of white tubing consistent with the description provided in the complaint summary. As the units were not returned for analysis, it was not possible to confirm whether the observed material is associated with the device. Therefore, the nature and origin of the foreign material could not be determined. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of foreign matter and spline planarity issue are known events defined in the products risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during preparation for a farapulse procedure to treat paroxysmal atrial fibrillation, a piece of small white tubing was found in the clear packaging of a farawave catheter, laying close to the where the catheter handle and shaft meet. The catheter was closely inspected and no sign of damage to the equipment or packaging was seen. The farawave catheter was prepared for use. At this point, the catheter experienced spline planarity issues. It was replaced for a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, a supplemental report will be provided. It was further reported that the sterile seal of the packaging was intact and not damaged in any way.

Event description:
It was reported that during preparation for a farapulse procedure to treat paroxysmal atrial fibrillation, a piece of small white tubing was found in the clear packaging of a farawave catheter, laying close to the where the catheter handle and shaft meet. The catheter was closely inspected and no sign of damage to the equipment or packaging was seen. The farawave catheter was prepared for use. At this point, the catheter experienced spline planarity issues. It was replaced for a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that the sterile seal of the packaging was intact and not damaged in any way.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem correction to section h6 device codes, a020701 was removed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.